Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula deployed before removing the blue tab indicating a needle mechanism failure. The pink slide did move forward. The patient was able to activate a new pod.

Manufacturer narrative:
The pod arrived fully deployed. No data abnormalities were observed within the first 200 pulses delivered by the pod. Immediate non-priming boluses were delivered. No damages were observed on the needle mechanism, which was reset and redeployed successfully. No problems were found that would result in the needle mechanism deploying prematurely. The pod eventually saw a dip in pulse widths alongside a drive stall, indicating a failure of the hook talon to detent the ratchet gear. An 0x40 alarm was generated, indicating rotational sensor maximum open count exceeded. The observed failure to detent and subsequent alarm are independent of the reported event.